Manufacturer narrative:
The unit was destroyed in the fire. If any new information is discovered, a followup report will be submitted.

Event description:
A fire occurred at patient's home. Patient was home at the time of fire. An oxygen concentrator and 5 oxygen e-cylinders were in the home. The fire department reported that neighbors heard some explosions prior to the fire being reported. The fire department found the patient deceased. The medical examiner reported the patient had smoke inhalation and post-mortem burns. An autopsy is pending.

Manufacturer narrative:
The device was not the cause of the fire. A fire marshall report was obtained which contained the following conclusion: based on information available at the time of the investigation, including witness statements and physical evidence found during a systematic fire scene examination, I was able to determine the area of origin was on the patio of the north exterior wall of the residence. The probable ignition sequence was a discarded cigarette igniting combustibles on or in the area of the wood patio furniture. The fire spread in a typical upward and outward direction into the attic through the covered patio ceiling and into the master bedroom through the exterior door to the patio. The classification of the fire cause is accidental.